Event description:
It was reported that the training power module had a red battery symbol and yellow wrench symbol present with alarms. The clip holding the battery was noted to be broken upon inspection. The unit was sent back for repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module alarming and the backup battery clip being broken was unable to be confirmed. The power module was not returned for analysis and no images were submitted for review. Additional information received on 03feb2023 stated that the product is in boise. Once it has been evaluated, utah will want to know the cost for repair before going ahead with the repair, they may not want to replace or repair due to its age. Further good faith efforts were sent regarding product return, following the information received on 03feb2023. To date, no response has been received. If the power module is returned this investigation will be reopened and the device will be evaluated accordingly. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate power module was manufactured in accordance with manufacturing and qa specifications. The power module was shipped on 22jul2011. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and hm power module instructions for use (IFU) section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use (IFU) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.